Event description:
It was reported that an intraocular lens (iol) zct225 was required to be explanted from the right eye of a patient in a secondary procedure owing to patient¿s astigmatism. There was nothing wrong with the amo lens. The doctor believed the measurement was inaccurate. There was no patient injury reported. No further information has been provided.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. Patient astigmatism.all pertainent information available to abbott medical optics has been submitted. Placeholder.